Manufacturer narrative:
(B)(4). Device evaluation: no product was returned for evaluation. The specific serial number/lot number was not reported, but a device history record review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss alarms is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that the rn from the cath lab called in reference to a patient that came into the cath lab from the emergency room (ER). The patient was found down in the field and was intubated in the ER. They then went to the cath lab for emergent percutaneous coronary intervention (pci). A 40cc intra-aortic balloon (iab) was placed after the pci. They started the pump and started to get helium loss alarms every 30-60 seconds. They waited 20 minutes before calling the hotline. In the meantime they had tried a different pump with no change. The rn stated that they had already tried to find any kinks in the line, but there were none. The clinical support specialist (css) first verified that there was no blood in the gas tubing. The css then had the rn describe the balloon pressure waveform (bpw). The rn described a grossly normal bpw with a very slight drop in the baseline when the alarm occurred. The css walked the rn through a leak test which indicated that the leak was coming from the iab. The css explained to the rn that there was most likely a small hole in the iab. It was recommended that they remove the balloon as soon as possible; pumping should not be resumed. The rn verbalized understanding of all of this and that they would remove the iab. The rn thanked the css for the help. At 1840 the css spoke to the rn again and the iab was removed. They were not going to replace it at this time. The rn thanked the css again for the help and stated that he did not need any further assistance at this time. It was noted that the pump alarmed helium loss 2 and the pump used was s/n (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn from the cath lab called in reference to a patient that came into the cath lab from the emergency room (e.r.). The patient was found down in the field and was intubated in the e.r. They then went to the cath lab for emergent percutaneous coronary intervention (pci). A 40cc intra-aortic balloon (iab) was placed after the pci. They started the pump and started to get helium loss alarms every 30-60 seconds. They waited 20 minutes before calling the hotline. In the meantime they had tried a different pump with no change. The rn stated that they had already tried to find any kinks in the line, but there were none. The clinical support specialist (css) first verified that there was no blood in the gas tubing. The css then had the rn describe the balloon pressure waveform (bpw). The rn described a grossly normal bpw with a very slight drop in the baseline when the alarm occurred. The css walked the rn through a leak test which indicated that the leak was coming from the iab. The css explained to the rn that there was most likely a small hole in the iab. It was recommended that they remove the balloon as soon as possible; pumping should not be resumed. The rn verbalized understanding of all of this and that they would remove the iab. The rn thanked the css for the help. At 1840 the css spoke to the rn again and the iab was removed. They were not going to replace it at this time. The rn thanked the css again for the help and stated that he did not need any further assistance at this time. It was noted that the pump alarmed helium loss 2 and the pump used was s/n (B)(4).